Event description:
Born with degenerative hip disease. Had pinnacle hip replacement on (B)(6) 2010. Severe pain, dislocation, popping since then. It is getting worse. Went to different surgeon and he says need a hip revision. I now have to use a cane and the pain and dislocation are worse. Difficulty taking care of myself now.